Manufacturer narrative:
Event: the patient's pump exchange is reported in MFR # 2916596-2022-14435. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from a driveline infection on (B)(6) 2020. The patient was put on doxycycline with a (B)(6) driveline infection. The patient noted worsening left ventricular assist device (lvad) exudates without fever or chills. The patient had followed up in the heart failure clinic and was last seen on (B)(6) 2020. At that time the patient had an ongoing thick yellow drainage with mild pain and bleeding with each dressing change. The patient underwent an incision and drainage on (B)(6) 2020 and was discharged on (B)(6) 2020. At the time of discharge the patient was on amikacin, azithromycin and cefoxitin based on their m abscessus minimum inhibitory concentration. The pump exchange on (B)(6) 2022 resolved the infection.